Event description:
On an unspecified date in 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unspecified date, a distal type I endoleak was suspected and aneurysm of 8cm was noted. The physician stated that the cause of the endoleak was due to the blood pressure in the aneurysm being equal to the medium systolic/diastolic pressure. On (B)(6) 2013, the patient underwent a reintervention using the iliac extender endoprosthesis in both iliacs. On one side, the iliac extender endoprosthesis was placed in the external iliac. It was reported the internal iliac artery was occluded by calcium and thrombus. On the other side, the iliac extender endoprosthesis was placed prior to internal/external artery bifurcation. No further adverse events were reported. The patient tolerated the procedure.

Manufacturer narrative:
Lot numbers were requested but not available. A review of the manufacturing records for the device could not be conducted. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.